Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The reducer accessory was analyzed and found the reported event with the accessory could not be replicated nor confirmed. The reported complaint could not verify, the accessory was returned without packaging and the loose plastic part. A visual inspection do not show any damage at the reducer. The complaint regarding a loose plastic part in the package was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The reducer accessory involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported as an out of box incident that the reducer accessory was observed to have a loose plastic part. There were no reports of patient involvement or patient injury.